Event description:
Company representative, on behalf of the customer, reported to olympus the evis lucera elite video system center displayed an intermittent image and intermittent video rebooting. The issues were observed during preparation for an unspecified procedure. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
He device was returned to olympus service center for evaluation and the customer's reported issues were confirmed. Intermittent image noise, flicker due to poor low voltage switching device (lvds) substrate recognition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the cause of the malfunction was a faulty low voltage switching device board. Olympus will continue to monitor field performance for this device.